Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited low shock impedance of less than 20 ohms. Additional information was received that all other measurements were normal. The patient had a procedure during the alert which may have caused emi. The physician was informed and no further intervention was performed. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.